Event description:
In april 2005, the while wearing the external equipment, the patient reportedly experienced sound percept problems followed by no sound percept. External equipment was exchanged. However, patient had no sound percept. The patient was seen at the center for evaluation. The patient was scheduled for an evaluation with the surgeon. In 2005, the company was notified by the center that further testing performed confirmed that the patient's c1 device was no longer functioning. Surgery was scheduled to explant the patient's device.